Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient had granulomas in the past that had been treated and resolved successfully. Interventions or drug not reported. Further follow-up was being conducted to obtain the information. If additional information is obtained, a follow-up report will be sent.